Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-07197. It was reported that the patient presented remotely. Review of the transmission revealed non-sustained right ventricular over-sensing alerts due to noise. The physician suspected either a loose setscrew or lead failure as the cause for noise. No intervention was reported; the patient would be monitored. The patient was in stable condition.